Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a button anomaly. Customer stated that it is not possible to press any button. Customer¿s blood glucose was 6.5 mmol/l. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.